Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to the adhesive peeling around the objective lens a streak of flare appeared in the image, due to a scratch on the objective lens a flare occurred, the adhesives around the objective lens had white-clouded area, due to dirt on the objective lens the image had a stain, due to dirt on the objective lens the water removal ability did not meet the specification, the adhesive on the bending section cover rubber had a chip and a white-clouded area, the adhesives around the light guide lens had white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch and a dent, and the image guide protector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope image had a flare effect. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material attached to the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material on the objective lens was unable to be further specified. Moreover, no deformation/damage of the foreign material residue point was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.